Event description:
It was reported that the patient presented in the emergency room due to inappropriate shocks. Device interrogation revealed premature battery depletion, inappropriate shock, and inappropriate backup mode on the implantable cardioverter defibrillator (ICD).